Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding),') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included pelvic discomfort, scarring, bacterial vaginosis, metrorrhagia and endosalpingiosis. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2013, ibuprofen from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo provera) in 2007, nsaids since 2007, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since 2007 and rosuvastatin calcium (crestor) since (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric condition: anxiety, depression, mental anguish / psych injury"), depression ("psychological or psychiatric condition: anxiety, depression, mental anguis/ c"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation, cervical dilation with d&c, and total hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, abdominal pain, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2007 given initially, but in current pfs (B)(6) 2007 was given. Received treatment for pain, bleeding and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded.; on (B)(6) 2008: total bilateral occlusion (per pfs) shows bilateral block age of both tubes with no passage of contrast beyond the coils. (Per mr). Pathology test - on (B)(6) 2013: uterus and fallopian tubes: cervix: microglandular adenosis. Endometrium: weakly proliferative endometrium. Myometrium: no specific pathologic features. Serosa: focal endosalpingosis. Fallopian tubes: essure wires present (gross diagnosis); otherwise no specific pathologic features. Gross description: in each cornu there is a metallic wire less than 0.1 cm extending into the proximal fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events: abdominal pain, metrorrhagia, bladder/urinary problems were added. Outcome for event vaginal infection (recovered) and essure date of insertion ((B)(6) 2007 updated from (B)(6) 2007). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included pelvic discomfort, scarring, bacterial vaginosis, metrorrhagia and endosalpingiosis. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2013, ibuprofen from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo provera) in 2007, nsaids since 2007, oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since 2007 and rosuvastatin calcium (crestor) since november 2013. In (B)(6) 2007, the patient had essure (ess205) inserted. On 5-oct-2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric condition: anxiety, depression, mental anguish") and depression ("psychological or psychiatric condition: anxiety, depression, mental anguish"). The patient was treated with surgery (ablation, cervical dilation with d&c, total hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the vaginal infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2007 given initially, but in current pfs (B)(6) 2007 was given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2008: total bilateral occlusion (per pfs) shows bilateral block age of both tubes with no passage of contrast beyond the coils. (Per mr). Pathology test - on (B)(6) 2013: uterus and fallopian tubes: cervix: microglandular adenosis. Endometrium: weakly proliferative endometrium. Myometrium: no specific pathologic features. Serosa: focal endosalpingosis. Fallopian tubes: essure wires present (gross diagnosis); otherwise no specific pathologic features. Gross description: in each cornu there is a metallic wire less than 0.1 cm extending into the proximal fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs & mr received: case became incident. New events- menorrhagia, vaginal bleeding, dysmenorrhea, depression, anxiety, vaginal infection were added. Events onset date and date of removal were added. Updated outcome of events pelvic pain, abnormal bleeding, cramping to recovered. Reporters, patients date of birth, demographics, lab data, medical history, concomitant condition and drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.